Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates from canada, approximately three years and ten months post implant of a 23mm sapien 3 valve in aortic position by transfemoral approach, the patient was symptomatic with increased shortness of breath and echo derived gradient at 55mmhg. The valve was determined to be stenotic by CT scan. A valve in valve procedure is planned.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve stenosis was unable to be confirmed due to unavailability of medical records/imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately three years and ten months post implant of a 23mm sapien 3 valve in aortic position by transfemoral approach, the patient was symptomatic with increased shortness of breath and echo derived gradient at 55mmhg. The valve was determined to be stenotic by CT scan." Due to limited information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.